Event description:
The pt reportedly experienced sound percept problems while wearing the external equipment. Programming adjustments were made which seemed to resolve the problem. The pt continued to be monitored by center. In may 2005, the pt was seen at the center for evaluation. Testing revealed a deterioration in speech performance and intermittencies on several electrodes. The pt was seen by the surgeon. A determination was made to explant the pt's device.